Manufacturer narrative:
The device was returned and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. Brown foreign material was found adhering to the inside of the forceps channel and scratches. Device was returned and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the users report was confirmed. Brown foreign material was found adhering to the inside of the forceps channel and scratches were present as well. If additional information becomes available following the device evaluation, a supplemental report will be filed and resent as well.

Event description:
The customer reported that while performing a demonstration of another company¿s device, his olympus evis lucera elite colonovideoscope forceps channel had foreign material present inside of it. Reportedly, the initial reporter was unsure if the deposits within the channel were dirt or blood but did confirm that the exterior of the device had no abnormalities and there was no resistance during the insertion process. There was no patient involvement during this event. According to the initial reporter, this event occurred with 6 different olympus devices. This report is 10 of 11. For the related complaints, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This is a correction report, provided information that was inadvertently omitted the initial report. Should any further information be provided, another supplemental report will be submitted.

Event description:
During the initial report, information related to the reprocessing details was inadvertently omitted. Per the customer, there were no problems with reprocessing. Reportedly, the cleaning brush was used in combination with a 3rd party¿s cleaning solution and an olympus oer-3 device.